Event description:
A health care professional reported that during intraocular lens (iol) implant procedure, noticed that lenses stuck in injector during pushing and the scheduled procedure was completed on the same day. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the device with the lens was returned in the opened blister tray inside the carton. The lens stop and plunger lock were in place in the device upon return. The plunger was oriented correctly. Viscoelastic was observed inside the device. The plunger was at the starting point. No damage was observed to the device. The lens was located inside the lens loading area with no signs of advancement. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. No problems were observed with the returned device. The plunger, lens and haptic positions were acceptable. The lens was in the lens loading area with no signs of advancement. The lens stop was still in place. The plunger was in the start position with the plunger lock still in place. No damage was observed to the lens, device, or plunger. The lens stop and plunger lock were in place in the device upon return. Per the instructions for use (IFU): remove the blue colored lens stop by gripping the arrow tab portion and bending it forward slightly while lifting up and away from the device. Remove the blue colored plunger lock by gripping and pulling it straight up and away from the device. Discard the lens stop and plunger lock. Do not attempt to add viscosurgical device (ovd) to the device after the lens stop has been removed or lens damage may result. Do not attempt to retract the plunger after the plunger lock has been removed or plunger damage may result. Lens may become stuck in the device: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23c / 73 f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.